Event description:
It was reported that while providing a uka sawbones demo, the handpiece bumped us back to calibration and threw an error code. After running multiple handpiece tests, the torque remained at 98 and the snap lock nut has broken loose.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual inspection was performed, which confirmed the reported event. The snap-lock nut was broken. This would have caused an error when the user started burring because the handpiece would not be able to properly move the drill for burring. This likely caused a handpiece jam error. The root cause of this issue was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.